Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, after the patient side cart (psc) was undocked, bleeding was noted around the port and surgical site. The bleeding was temporarily managed laparoscopically, without the need for additional ports. The surgeon subsequently requested that the da vinci system be redocked. Upon inspection, the bleeding was controlled and hemostasis was achieved. No specific vessel was identified as the source of bleeding. The estimated blood loss was approximately 50¿100 ml, and no blood transfusion was required. The specific method used to control the bleeding was not specified. According to the surgeon, the event was not attributed to the procedure, the da vinci system, instruments, or accessories. The patient experienced no postoperative complications and has since recovered without issue.

Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.